Event description:
It was reported that the lead failed to capture, failed to sense, and had unstable thresholds. It was also noted that the lead was working badly probably due to coronary artery bypass graft (CABG). The lead was electrically abandoned by reprogramming the pacing mode to vvi. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.